Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display lens was scratched. The battery compartment was cracked from the threads extending down. The display was dim and discolored. The keypad cover was intact, but the up and down buttons responded intermittently. Contamination was found underneath all keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen, a battery compartment crack, as well as contamination underneath the keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2014.